Manufacturer narrative:
Additional, corrected and/or changed data: e.3, h.6.

Event description:
Patient reported left side felt like there were "lumps in there". Physician later confirmed deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side felt like there were "lumps in there". Healthcare professional later reported left side deflation. Device remains implanted.